Event description:
It was reported that the escort hurt her knee by pushing the pedals because the pedals were difficult to engage. It was further reported that the caregiver tore her meniscus and will require surgery. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.